Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide procedure name: no further information is available. Please provide lot number: no further information is available. How was procedure successfully completed? No further information is available. No further information will be provided. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture tab broke. There were no patient consequences reported. Additional information was requested.